Manufacturer narrative:
Investigation in progress but not yet complete.

Event description:
Per sales representative, customer was using scissors in surgery and they broke. They will no longer operate at all. Surgery was completed successfully.

Event description:
Per sales representative, customer was using scissors in surgery and they broke. They will no longer operate at all. Surgery was completed successfully.

Manufacturer narrative:
Visual inspection revealed that one part of the scissor was broken. The fractured surface of both fragments showed the appearance of an intercrystalline forced rupture caused by stress crack corrosion. Furthermore, there was a crack on the broken fragment and on the remaining handle also resulting from stress crack corrosion. Additionally, the damages on the cutting edges indicated that the scissor was most likely used for cutting inappropriate products (hard objects). Therefore, too high bending forces acted on the instrument and this in combination with a longer contact with blood and body fluids and insufficient cleaning led to stress crack corrosion. The long contact with blood and body fluids also caused local corrosion. The root cause for the reported event can be attributed to a user related issue. No indications were found for any systematic, material or manufacturing related issue.